Event description:
Information was received that during use of this smiths medical cadd administration sets, leaking of medical fluid out of the air-eliminating filter was noted. No adverse effects were reported.

Manufacturer narrative:
One cadd administration set was returned for analysis. The sample received was visually inspected and delamination was found in both joins of the filter with the tube. Functional testing included leak testing. During leak testing, a leak was observed fleeing from the air vent of the filter. The customer stated issue was able to be duplicated and was confirmed. The problem source could not be identified.